Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens remains implanted. The patient is being monitored. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data; g4 premarket identification in previous MDR should be corrected to PMA/510(k): p030016; device bla is unk. Claim# (B)(4).